Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and high blood glucose on (B)(6) 2021 with blood glucose of 888 mg/dl. The customer did experienced the symptoms such as dizziness and vomiting. The customer was treated with insulin drip. Troubleshooting was done for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The customer report did not allege under delivery on insulin pump. The insulin pump will not be returned for analysis.